Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that ventricular loss of capture was seen on nsrvo episodes. Programming changes were performed. There were no patient consequences.